Manufacturer narrative:
B3: date of event and d5. Operator of device is unknown, no information has been provided to date. H3: other; device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was physically damaged. Patient involvement unknown.

Manufacturer narrative:
While performing a review of this file, it was found to be a duplicate of an existing file. Please disregard any reports associated with mrn 2183161-2024-00078. All reports related to this event will be filed under mrn: 2183161-2024-00204.